Manufacturer narrative:
(B)(4). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty procedure that during the removal of the articular surface, it was noted that the screw was stuck. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported under the correct MFR number on mdt183082 (MFR #0002648920-2018-00199).